Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 20775213, model/catalog description: coveredge x 32 surgical lead kit 70 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000018496, model/catalog description: linear st lead kit 70 cm. The explanted devices was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had a hematoma following a revision procedure reported in MFR report # (3006630150-2018-61771). The patient underwent an explant procedure wherein everything was removed. The physician believed that the hematoma was procedure related. No device malfunction was suspected. The patient was doing well postoperatively.